Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the coyote balloon catheter with the guidewire for the related complaint device. The guidewire was received inside the lumen of the coyote device. The guidewire was protruding 98.5cm from the hub and 44.5cm from the tip. There was damage to the tip of the guidewire. The guidewire was able to be removed from the coyote device; however, resistance/friction was felt when removing the wire. The shaft and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loose. The inner shaft was found to be buckled at the proximal markerband and under the balloon 3.4cm ¿ 3.6cm from the tip. The inner diameter (ID) of the inner shaft was measured at the tip and reading is within specification. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00245. It was reported that the catheter became stuck on the guidewire. The target lesion was located in the right posterior tibial artery (pta). After an atip 300cm 1 pk journey guidewire crossed the lesion, a 2.5mm x 60mm x 150cm coyoteballoon catheter was advanced for dilation. However, the guide wire became stuck on the balloon catheter. The physician removed both device together at the same time and the procedure was completed. No patient complications were reported and the patient's status was fine.